Event description:
The account alleged the head down function does not work. He has replaced the pendant and the control box but the issue returned.

Manufacturer narrative:
Repairs have not been completed.